Event description:
It was reported that an ilet user experienced persistent hyperglycemia, with blood glucose measurements in the 330¿340 mg/dl range despite disconnecting from the ilet and administering subcutaneous insulin by pen, followed by a decline to 223 mg/dl and subsequent reconnection to the ilet. Customer care provided assistance that included customer telephone support troubleshooting, review of blood glucose values from fingerstick and cgm. Investigation of this case revealed that the cause of the elevated glucose was not identified. No clinical symptoms or acute complications reported. Outcomes included temporary interruption of automated insulin delivery and need for manual insulin administration. It was concluded that the event represented hyperglycemia with unclear cause and that the user was able to resume use after glucose improved. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.